Event description:
It was reported that prior to the implant procedure the new device's battery was not initializing. Pre-implant of the new device, the interrogation revealed that the battery shows cold weather exposure and instructed to warm and re-interrogate the device in forty-eight hours. It was noted that the device has not had recent cold weather exposure and has been at room temperature. Additionally, it was noted that the gray battery bar showing up at interrogation of the device is not necessarily just with exposure to cold temperatures and should still be rechecked in forty-eight hours. The device was not used and a new device was implanted instead. It was noted the device will be returned for short date use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.